Event description:
Incomplete drainage of bladder with retention of 500ml of urine. Patient had sharp pain. Removed catheter and bag. Neither the tubing or catheter were kinked or twisted. No medical intervention.